Event description:
Olympia clinical study. Same case as 6000089-2006-00762. Less than 24 hours after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 2.5mm, 80% stenosed, 18mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus liberte' 2.50x20mm drug eluting stent in the target lesion. Lesion 2 was a 3mm, 90% stenosed 14mm long portion of the proximal circumflex (prox cx). The physician treated the lseion with predilatation and successful placement of a taxus liberte' 3.00x16mm drug eluting stent in the target lesion. Less than 24 hours after the initial procedure the patient expired. In the opinion of the physician the relationship of the patient's death to the liberte' stent is possibly and the cause of death was from a sudden cardiac event.